Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen display appeared to be "dim". Reportedly, the customer was using a black out screen protector on the display which caused the screen to appear dim. Due to the screen being dim, the customer delivered an incorrect bolus amount and caused the customer to experience low blood glucose (bg) levels (55 mg/dl). Emergency services were called and the customer was given glucagon to stabilize bg levels. Customer was not taken to the emergency room or hospital. Subsequently, it was reported that the customer then experienced elevated bg levels (600 mg/dl). Home nurse was called and the customer was treated through an intravenous insulin drip.